Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visited to the emergency room for the high blood glucose on (B)(6) 2019. The customer's blood glucose was 188, 400, 300 mg/dl. The customer experienced the symptoms related to high blood glucose like nausea. The customer was treated with the manual injections. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.